Event description:
On (B)(6) 2013, the reporter stated that the stylet separated from hub and remained inside the vein of pt after drawing blood. The doctor then removed stylet by doing a cut down procedure. Additional information received via email on (B)(6) 2013, the reporter stated that there was no x-ray or ultrasound performed. And surgery has not been scheduled. No further information is available.

Manufacturer narrative:
No samples or photos were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. The incident has been added to our database and will be tracked for emerging trends. If samples are received in the future, the complaint will be reopened for further investigation. Device history review was conducted and no anomalies noted. There were no other complaints for similar condition.